Event description:
Revision surgery - this is the pt's third revision surgery. The pt's humeral cement was loosening. The surgeon converted the size 8 primary stem to a size 8 turon stem, exchange the neutral socket shell to a reverse shell, and the 36mm humeral socket insert to 32mm +4 semi humeral socket insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy loosening of the stem after 4.5 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed three non-conforming material reports associated with this product. All of the parts were dispositioned return to vendor due to the taper being out of specification and not used in the lot. A review of the product complaint report history shows this is the 22nd complaint for this part number: nine due to trauma, three due to infection, two for stability/poor joint, two due to device loosening, two for marking errors, one fixation issue, one limited range of motion, and one due to dislocation. This is the first complaint for this lot number. The root cause for the loose stem was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.